Event description:
During an initial implant procedure, failure to capture and failure to sense were observed on the right ventricular (rv) lead at multiple positions. The cause of the event was due to lead damage which was confirmed visually and with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable.